Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics. After ten days, the patient was discharged from the hospital. The patient was reported to have recovered from the peritonitis. Apd therapy has since been discontinued and the patient was placed on hemodialysis. No additional information is available at this time. This is report 4 of 4 involved in this event.